Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review could not be completed because no serial number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump had "air in line but no alarm". They stated that they expected the feeding to be done in the morning, but that there was no food in the bag and that it had not alarmed no food or dose done. The initial reporter stated that the patient had not experienced any adverse effects due to the complaint, but that they had no further information. (B)(4).